Event description:
The caller reports that the customer was found passed out. While she was passed out she was tested and her blood glucose was 81mg/dl on the accu-chek advantage meter. The caller did not treat the customer. The paramedics arrived 10-15 minutes later. They tested her and obtained 40mg/dl. They treated her with glucagon injections. The customer received a delay in treatment. New system sent and return requested.